Manufacturer narrative:
The insulin pump was monitored for 1 day with no blank display noted. All operating currents are within specification. The off no power alarm functions properly. There was no unexpected reset to factory default noted. The pump passed the displacement test, rewind, basic occlusion test and prime/ compromised force sensor test. The pump was received stuck in motor error loop during bolus/basal delivery. There was no motor position encoder error alarm noted in alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform the unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarms. The pump had cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 92 mg/dl. The customer states they had a reoccurring motor error. The customer states the pump turned off and back on. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.